Event description:
It was reported that an asymptomatic patient presented in-clinic for a post-initial implant procedure follow-up. Upon interrogation it was noted that the right ventricular (rv) lead high capture threshold, failed to capture, likely due to suspected lead micro-dislodgement. No resolution was performed. The patient condition was stable and would continue to be monitored.

Event description:
Additional information received confirmed that the right-ventricular (rv) lead dislodgement was confirmed via x-ray imaging. As a resolution the rv lead was scheduled for revision and during the procedure the rv lead was explanted and replaced. The patient condition was stable.